Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, one outback elite (120 cm re-entry) had a broken seal in the package. The device had a compromised seal and it was not clinically used in a patient. The other products were in perfect condition. The product will not be returned for analysis.

Event description:
As reported, one outback elite (120cm re-entry) had a broken seal in the package. The device had a compromised seal and it was not clinically used in a patient. The other products were in perfect condition. The product will not be returned for analysis. The product was stored in a temperature controlled, locked environment. There was no damage to the shipping box detected. The outer product box was not open. The product had not been used, and the box reshelved. The hospital scans and discards all items. Even if an item is opened and not used in the case, the product is labeled as ¿wasted/non-bill/not used product¿. The broken seal was noted after it had been received, and stored in the lab, prior to use.

Manufacturer narrative:
As reported, one outback elite (120cm re-entry) had a broken seal in the package. The device had a compromised seal and it was not clinically used in a patient. The other products were in perfect condition. The product was stored in a temperature controlled, locked environment. There was no damage to the shipping box detected. The outer product box was not open. The product had not been used, and the box was re-shelved. The hospital scans and discards all items. Even if an item is opened and not used in the case, the product is labeled as ¿wasted/non-bill/not used product.¿ the broken seal was noted after it had been received and stored in the lab prior to use. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17583943 was performed and no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed, and no determination of possible contributing factors could be made. The product instructions for use caution the user to not use the package if it is open or damaged as was properly done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.